Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Additional information received indicated that the lead migrated through the right ventricle pericardium resulted in left hemothorax.

Event description:
It was reported that the lead was explanted and replaced due to perforation of the lead through to the pleural cavity.

Event description:
Clarification of event: the lead dislodged and/or migrated through the right ventricle, pericardium and perforated into the pleural cavity.